Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No part has been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A medtronic representative reported that during spinal fusion procedure, the spine clamp stripped while attaching it. Site used another clamp to complete the case.the procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.